Manufacturer narrative:
Product analysis:analysis could not confirm the customer comment that the lower screen of the external pulse generator (epg) would intermittently cut off. Main world label is missing. Battery wires are pinched, wire insulation not compromised. Four case screws are contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lower screen of the external pulse generator (epg) would intermittently cut off. The epg was returned for service. There was no patient involvement.